Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device evaluation found due to corrosion on endoscope connector, b30(scope communication err) occurred, and a noise image occurred due to due to damage on the scope-connector. Based on the results of the investigation, it is likely if the video system center is powered on while dirt, water droplets, or other contaminants are present on the electrical contacts of the scope connector. A root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) ------------------------ the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was blackout with the bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.